Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted. E1: telephone: (B)(6). G2: foreign: poland.

Event description:
It was reported that on an unknown date and an at an unknown time that when the device was applied to the skin it stops. There was no information provided regarding any harm, surgical delay or patient impact. Due diligence is in progress and to date no additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the reciprocation arm was worn, the motor was corroded and the speed was unstable. The device was tested and found to be functioning to specifications prior to release to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
The following sections were updated/corrected: b3. B4, b5, g3, g6, h1, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during inspection the device, completely powered off when applied to the skin. No harm or surgical delay occurred. There was no patient involvement. Due diligence is complete.